Manufacturer narrative:
8/17/1998- supplemental report #1 sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The product was used during a thoracoscopy procedure. Reportedly, the instrument was difficult to open. The surgeon pulled the instrument back from the application site tearing a small piece of tissue. The surgeon applied another instrument to complete the procedure.